Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable at the tip of the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Customer initially reported broken cable. However for clarification, the nonconformance was a frayed pitch cable. Based on this, the complaint was confirmed. Frayed grip cable was found at the distal idlers. Frayed segment sticks out at wrist. Idler pulley spins freely. Idler pulley rim shows mechanical indentation damage. Evidence not conclusive, but damage may have been to misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.